Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shut off due to communication issue with logic board. There was no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: PMA / 510(k)#, manufacturing location. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the shut off could not be confirmed or replicated, due to the suspect device was not returned for this investigation. No suspect device was returned for this investigation; therefore, an external inspection could not be performed. The facility submitted images; nevertheless, the reported interference with the logic board could not be verified upon reviewing them. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The "device", pcu or the system logs were not provided. The bd alaris ¿ system with guardrails ¿suite mx user manual (v 12.1) states the inspection requirements, warnings and cautions: to ensure that the alaris system remains in good condition, both regular and preventive maintenance inspections are required. System maintenance is used to perform a new instrument check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. The instrument case should only be opened by qualified personnel using proper grounding techniques. Prior to performing maintenance, disconnect attached module from the system and the pcu from ac power. If the instrument fails to respond as described in this document and the cause cannot be determined, do not use the instrument. Contact qualified carefusion service personnel. Warning: failure to perform these inspections can result in improper instrument operation. Caution: preventive maintenance inspections should only be performed by qualified service personnel. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the shut off was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shut off due to communication issue with logic board. There was no patient harm.